Manufacturer narrative:
The device was returned to zoll medical corporation for investigation and the customer's report related to the device shutdown without warning when detecting a shockable rhythm was captured in a video provided by the customer. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. The customer's report relating to "unit states unit failed" was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The customer's report relating to "prompts attach pads inappropriately" was not observed and the evaluation determined the device performed to specification. The customer indicated that the attach pads message is normal operation stating that the AED worked as intended. The customer declined repair of the device; therefore, the device was scrapped at zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted "unit failed," inappropriately shut down and inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.